Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that a shaft break occurred. The 85% stenosed, 30x3.5mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick²¿ balloon catheter was advanced for dilation. However, the delivery shaft was fractured. The device was removed directly from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube is completely separated 24.4cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a shaft break occurred. The 85% stenosed, 30 x 3.5mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick²¿ balloon catheter was advanced for dilation. However, the delivery shaft was fractured. The device was removed directly from the patient and the procedure was completed with another of the same device. No patient complication were reported and the patient's status was stable.